Event description:
It was reported that (1) tx30g was used during lobectomy procedure. It was reported by the affiliate that the surgeon stapled the bronchus were a few staples which had no b shape and not formed at all. They were standing up right in the bronchus. The surgeon sutured the bronchus and took out the staples which did not form well. The case was completed by hand suture.